Event description:
Patient underwent surgery to repair multiple ventral hernias. Kugel mesh was used in the repair. The progress notes from the surgery identify the mesh as surgical sense mesh. Following the procedure, patient had numerous complications and required multiple physician visits and follow-up. Subsequently, patient noticed problems associated at the site of the hernia repair and inserted mesh, and experienced great abdominal pain as well as nerve pain. Patient was subsequently hospitalized, and underwent an exploratory laparotomy with lysis of adhesions and removal of the mesh material. The mesh had eroded through abdominal wall, had caused necrotic tissue by perforation, and was noted to be broken.

Manufacturer narrative:
We have contacted the initial reporter to request additional information and to request return of the device for evaluation. This MDR includes all patient, event and device information davol has received to date. Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time.